Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with cardiac arrhythmia with a start date of (B)(6) 2022. The patient presented with episode of sustained ventricular tachycardia (vt) with eight failed implantable cardioverter defibrillators (ICD) shocks requiring direct current cardioversion (dccv) overnight from pod2 to pod3. Additional episode of sustained vt requiring dccv on pod6. Treatment included a cardioversion.

Manufacturer narrative:
This event was determined to be a duplicate to manufacturer report number 2916596-2022-01420.